Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was a non-coronary case. The balance heavy weight (bhw) hydro guide wire was advanced through a 6f right heart catheter. Upon removal of the guide wire, a fracture [separation] appeared around 30 cm from the radiopaque tip. The fractured segment remained in the patient as the catheter was removed. The fractured segment was able to be retrieved without complication. The fracture was clean without evidence that the guide wire was kinked. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the hi torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it does not appear that the off label use of the device contributed to the reported difficulties.

Event description:
Subsequent to the initial medwatch report filing, the following information was received: the fractured segment was retrieved using micro retrieval forceps from the right femoral vein route, which managed to catch and retrieve via the guiding catheter without complication. No additional information was provided.